Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a rupture of the resection loop in the uterus during an operative hymmetricaloscopy occurred. Search for the broken piece and change of handle. The procedure was completed successfully. No harm to the patient, user or third is reported.

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: the customer complaint "rupture of the resection loop" can be confirmed. The cutting electrode is broken off and missing. The broken surface shows a ductile appearance. The electrode is bent in direction of the neutral electrode. As the broken surface shows a ductile appearance - sign for a break by force and the bending of the electrode, it is most likely, that the electrode got mechanically overloaded during application. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non conformities were identified in the devices manufacturing records. The corresponding IFU 97000160 v10.5/06/2024 contains a warning not to overload the device on page 5: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The event is filed under internal karl storz complaint ID: (B)(4).